Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use(IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record for the reported lot revealed no associated non-conforming material records (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, 80% stenosed, distal left anterior descending artery. Predilatation was performed using a 1.5 x 12 mm, and a 2.0 x 12 mm mini trek balloons at 8 atmospheres (atm). A 2.5 x 23 mm xience prime stent was deployed at 10 atm. While removing the stent delivery system and performing an angiographic check, a dissection was observed at the distal end of the stent. The dissection was covered successfully with an unplanned 3.0 x 18 mm xience pro stent. Results are very good with timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.